Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath tube had been torn and separated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an electrophysiology (ep) procedure a device detachment occurred. An sr0 sheath was used for an ep procedure on (B)(6) 2019 using transseptal approach. At the end of the procedure the sheath was removed whilst placing a z-suture and the sheath was inadvertently sheared leaving approximately 24 cm in the inferior vena cava (ivc). On (B)(6) 2019 during an ablation procedure the device fragment was removed from the upper ivc using a snare. There were no adverse patient consequences.